Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The complainant reported a in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported while on support, the impella had frequent alarms for suction. The pump level was decreased from p6 to p2, and repositioned with an echocardiogram, but the suction did not resolve. The medical team decided to explant the impella as a result of the suction alarms as the patient was hemodynamically stable. The patient was successfully weaned.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.